Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging pressure behind the eyes and eyes popped out. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging pressure behind the eyes and eyes popped out related to a CPAP device's sound abatement foam. This notification was reviewed by the pms clinical expert due to the patient reporting pressure behind his eye and his eyeball popped out. Based on information available at this time, there is not enough evidence to support the device may have caused or contributed to the alleged serious injury. It is unlikely the device would cause the patient's eyeball to pop out. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.